Event description:
The pt had a hysteroscopic removal of polyp and d&c on (B)(6) 2015. The operating hysteroscope was placed with a loop cautery. Attempt was made to get to the base but because of angulation, the cautery could not be utilized. The hysteroscope was removed and the polyp forceps were used to remove the polyp. A sharp curettage was performed. Hysteroscope was again placed and the base was cauterized using cutting current. It was noted that the sodium chloride loss was up to 700 ml. The uterine cavity was visualized with no obvious perforation visible. On (B)(6) 2015 the pt presented to the ed for the abrupt onset of abdominal pain. The pt was brought to the operating room for an exploratory laparotomy for perforation of the uterus s/p hysteroscopy and small bowel injury. The small intestine was noted to have a focal perforation which was thought to be a thermal injury, which was closed with sutures.